Manufacturer narrative:
A product sample was not returned for evaluation. The final customer lot was identified. A device history record review for the probe's lot was conducted. According to the device history record review shows that there were no anomalies found on the lot at the time of the release. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4)

Event description:
A customer reported that during a right eye vitrectomy procedure "the probe would spit bubbles when the foot pedal of the console was being released when the aspiration was not present". The product was replaced and the procedure was completed without harm to the patient. The probe was discarded as per the reporter. It was also informed that there is no additional patient information available for this report.